Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the bolus delivery history did not properly add up. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/01/2015, device evaluation: the device has been returned and evaluated by product analysis on 09/15/2015 with the following findings: no alarms or errors occurred during a 24 hour duration test. The bolus totals in the bolus history were consistent with the bolus totals in the total daily dose history at the time of the reported issue. The alleged issue could not be duplicated.